Manufacturer narrative:
The insulin pump alarmed motor error alarm noted during rewind due to end cap broken off. Unable to perform functional testing due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, reservoir tube cracked and cracked case at display window corner. No loose drive support cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 389 mg/dl. The customer treated with a manual insulin injection. The customer reported a motor error alarm from the insulin pump. Troubleshooting was done. It was reported that the customer was unable to exit the preparing to prime loop on the insulin pump. The customer also reported that the drive support cap of the insulin pump appeared to be protruded. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.